Event description:
It is reported that a customer received blank display screen on their insulin pump. The patient's blood glucose level was at 128 mg/dl. The customer stated that when the battery cap is too tight the screen is blank, but when she loosens the cap the screen comes back on. The customer was advised to change the batteries. The customer was assisted with trouble shooting after a battery change and the pump worked as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.